Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range right atrial (ra) pacing impedance measurements. The respiratory rate trend (rrt) sensor signal was oversensed and resulted in an inappropriate atrial tachy response (atr) episode. Technical services discussed a possible ring electrode anomaly as there were was no evidence of a lead anomaly. Some intermittent farfield oversensing was also on the ra channel. It was noted the patient is 1 percent paced in the ra. Technical services recommended programming rrt to off and reprogramming the a blank after vs to 85 milliseconds. There were no adverse patient effects or symptoms reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event